Event description:
It was reported that the pressurewire x, wireless device was calibrated and equalization were successful. The device was to be used in the left anterior descending (lad) artery. However, while advancing the device towards the lesion, the transmitter light became steady yellow. Therefore, the device was removed and another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found that the distal tube and the microcables were broken (not in two pieces) proximal to the sensor jacket. No additional information was provided.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported communication problem (solid yellow light) was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem (solid yellow light) appears to be related to circumstances of the procedure. In this case, it is likely that damage to then distal tube occurred from the use techniques employed during advancement, or from an incompatible guide catheter selection¿which caused the reported solid yellow light. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.